Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the pump and transmitter were more than 20 feet away from one another. The customer moved the pump and transmitter within 20 feet of one another and connection resumed. Customer declined further assistance from tandem technical support and declined to provide further information regarding the issue. No additional patient or event information was available.